Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot because the receiver did not turn on. Receiver download and functional test could not be performed because receiver did not turn on. The receiver case was opened, the internal inspection failed with an activated moisture detection sticker and moisture damage to the main board. The battery was replaced with a known good battery and the receiver failed to turn on. The reported event of unexpected receiver shut-down was undetermined. The root cause could not be determined.